Event description:
It was reported that pump speaker did not produce audible sound even though sound and vibrate settings were turned on. There was no reported impact to the customer¿s blood glucose level. Customer worked with technical support to verify sound settings and was instructed to increase alert volume and perform a test alert, but customer chose not to continue troubleshooting and no further actions were taken.